Event description:
It was reported that the patient experienced discomfort with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the tubes from the scrotal area were cut to address the experience and for aesthetic reasons. Boston scientific has been unable to obtain additional information regarding the device location and patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of discomfort, tubing length being too long and patient dissatisfaction due to the device's aesthetic could not be confirmed. However, the reported patient symptom of discomfort is a known risk associated with ams (B)(4) procedures and is noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the tubes from the scrotal area were cut to address the experienced and for aesthetic reasons. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.